Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Factors that could contribute to balloon material ruptures include, but are not limited to, balloon damage during processing of the balloon material, inflation technique, interactions with other devices. Since the device was not returned for analysis, the investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the mid diagonal artery. The nc trek balloon catheter was advanced to the lesion, but ruptured during the first inflation at an unknown atmosphere. The patient was treated with another nc trek. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.